Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needles 4mm x 32g would not detach. The following information was provided by the initial reporter: consumer reported finding from her first box pen needles hard to remove pen needle from pen. She stated places on trujeo pen really hard. Can't remove pen needle from pens, last night injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-nov-2022. Customer returned a total of 7 unused 4mm, 32 gauge nano pen needles. Each of the pen needles was opened and tightened onto a test pen. Each pen was then detached from the test pen. All pen needles could be untightened from the test pen as intended without issue. All samples returned were undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the pen needles not separating from the insulin pen. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needles 4mm x 32g would not detach. The following information was provided by the initial reporter: consumer reported finding from her first box pen needles hard to remove pen needle from pen. She stated places on trujeo pen really hard. Can't remove pen needle from pens, last night injection.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needles 4mm x 32g would not detach. The following information was provided by the initial reporter: consumer reported finding from her first box pen needles hard to remove pen needle from pen. She stated places on trujeo pen really hard. Can't remove pen needle from pens, last night injection.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.